Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient experienced an unexpected channel change involving their ins. It was noted the patient¿s channel 1 output was programmed while the patient was lying back and that when the patient stood up and went to a bathroom less than three minutes later, that the channel 3 output was changed instead. It was also reported that sometimes the patient¿s ins would unintentionally shut down; however, there were no further details available regarding this issue at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that no additional actions or interventions were taken to resolve the patient¿s output changing automatically and that the cause of the issue was undetermined. The issue remained unresolved at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for ossification of the posterior longitudinal ligament. It was reported that regarding program 3, which was on of the 4 programs set in the group b, the output of upright changed from 1.50v to 2.30v automatically. The output changed only once. The device settings were: 2.0-2.3v, 120-450pw, 1,000ohms impedance, 8hz, bipolar, 24 hour usage. No x-ray images were available. There were no external factors that contributed to the event. Troubleshooting was performed, a hearing with the patient was performed. The action taken to resolve the issue was each position was overwritten after the output setting. The issue was not resolved at the time of this report. The issue was not resolved at the time of this report. The patient did not experience any symptoms. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.